Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose of 870 mg/dl. The customer was released customer was released from the hospital on (B)(6) 2020 with no permanent damage. Customer did not report what treatment was received while admitted to the hospital. Reportedly, the non-tandem infusion set fell off the customer and insulin was not received overnight. The infusion set brand and manufacture was not provided. The customer declined to provide additional information regarding the event.